Event description:
It was reported that the patient presented in-clinic after receiving a vibratory alert for low pacing impedance. Externalized conductors were noted via fluoroscopy. The physician opted to turn off tachy therapy while patient relocates to (B)(6).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.